Event description:
The user facility reported one event of the oxygen line coming loose from the resuscitator housing during a code. The event happened several months ago. The user reported that he did not know if the oxygen line was pulled during the code.